Manufacturer narrative:
Intuvie received a report indicating that the pump did not generate an alarm when a nurse discovered a closed clamp on the IV tubing. A review of the device's serial number history revealed no prior similar complaints. The device was returned for evaluation, and no issues were identified. The reported failure mode could not be confirmed, and the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the pump did not alarm when nurse found a clamp closed on one pump. It was reported that there was no patient harm.